Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review of information received, it was indicated that this device did not cause or contribute to the reported event, as it is for patella loosening, in which only the patella was revised at intervention. The initial report was submitted erroneously and should be considered void, as this device is not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 4 years post implantation of a right primary total knee arthroplasty, the patient developed pain and underwent a revision due to aseptic loosening of the patella component. Fibrosis tissue was removed and patella was revised; all other components were retained. Attempts for additional information have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6a: 2021. D6b: january 2024. D10: unknown tibial component. Unknown articular surface. H6: proposed component code - mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 years post implantation of a right knee arthroplasty, the patient was revised due to pain and loosening. Attempts for additional information have been made and none has been provided.